Event description:
The covering on the end of the guidewire was removed. The scrub tech thought he put it on the back table. It apparently fell into a container that had lubricant in it and was used to lubricate then endoscope. The cap, which is clear in color as is the lubricant, was rubbed onto the endoscope and placed in the patient. It would be safer if the cap was a bright color so the team can see it more easily.